Event description:
Literature reference: van der voort ir, et al. Gastric electrical stimulation results in improved metabolic control in diabetic patients suffering from gastroparesis. Exp clin endocrinol diabetes 2005;113:38-42. T. The article references literature article becker, et al. (2004) which reported gastric wall perforation in one patient, caused by a stimulator lead.

Manufacturer narrative:
This report is being submitted following an internal audit.